Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right ventricular lead exhibited noise. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
UDI not available as product was manufactured on or before september 23, 2014.